Event description:
The device was returned for valve 6 failure. Upon return, the device had no alarms upon startup and passed several mock infusions. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. As a precautionary measure valve 6 will be replaced during repair.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error comes up after initialization. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.